Manufacturer narrative:
The customer reported that there was a short circuit on the 230v plug itself which is in power supply and stated that it had not been exposed to liquid. There was no reported patient involvement or injury. The power supply was received at hillrom service centre where it was preliminarily inspected. The power supply was then forwarded to the (B)(4) for a thorough investigation, as the customer deemed there was no damage with the csm unit itself and did not deem it necessary to send the csm in for inspection. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. Preliminary inspections showed that the opened power supply was blackened and that a short occurred at the ac power input of the power supply. The fuse on the ac ¿l¿ input is open, the fuse on the ac ¿n¿ input is intact. The resistance was measured across all combinations of the l, n, gnd inputs on the ac inlet module and no shorts were found. Further investigations have concluded that the root cause is consistent with fluid ingress in the ac inlet or on the appliance end of the ac power cord, which subsequently caused a short. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). As per the IFU, "before cleaning the monitor, disconnect the ac power cord from the mains outlet and the power source. Do not immerse or autoclave the monitor or accessories" and "warning liquids can damage electronics inside the monitor. Prevent liquids from spilling on the monitor." The cleaning instructions clearly state: "disconnect the ac power cord from the mains outlet.[...]wipe the ac power cord and the apm work surface power/usb cable assembly. [...]allow all components except the lcd screen to air dry". Additionally, if a device were to get hot to touch, spark, have burn marks or burned components a trained clinician would not use the device and remove it from the patient's environment. In reply to noma's request regarding the checking of all 230v plugs received on the 21-oct-2021, the power supply employed in this event is different from the one investigated in the field action mod1329. The other power supplies that were evaluated were determined to have a lower risk of an electrical short due to liquid ingress because of the power supply design. In addition, external power supplies, that connect to a power cord with plug, such as the connex spot monitor (csm) with the 7000-ps power supply from this complaint and csm power cord that connects to the 7000-ps , were excluded from this evaluation because the user does not directly contact the power supply when they plug the device into an ac outlet. Devices with internal power supplies, such as the connex vital signs monitor (cvsm) were also not included in this assessment because the user is not coming in direct contact with the power supply when plugging in the device. Therefore, the performed investigations have assessed the risk of other 230v plugs power supplies and deemed the risk to be lower than the power supplies included in the field action mod1329. There was no reported patient involvement or injury in this complaint, however, as this event could potentially lead to a serious injury or death if it were to recur, hillrom considers this complaint reportable.

Event description:
The customer reported that there was a short circuit on the 230v plug itself which is in power supply and stated that it had not been exposed to liquid. There was no reported patient involvement or injury. The power supply was received at hillrom service centre where it was preliminarily inspected. The power supply was then forwarded to the hillrom manufacturer for a thorough investigation, as the customer deemed there was no damage with the csm unit itself and did not deem it necessary to send the csm in for inspection. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The device was received at hillrom service centre where it was preliminarily inspected. The power supply has been forwarded to the hillrom manufacturer for a thorough investigation and is currently being investigated, as the customer deemed there was no damage with the csm unit itself. Preliminary inspections have shown that a short occurred at the ac power input of the power supply. The fuse on the ac ¿l¿ input is open, the fuse on the ac ¿n¿ input is intact. The resistance was measured across all combinations of the l, n, gnd inputs on the ac inlet module and no shorts were found. Hillrom will submit a final report with investigation conclusion of the root cause to determine whether this is a reportable event under current regulations.

Event description:
The customer reported that there was a short circuit on the 230v plug itself which is in power supply. It has not been exposed to liquid. There was no reported patient involvement or injury. Hillrom has requested the csm unit to be sent in for investigation.

Manufacturer narrative:
Hillrom is awaiting the return of the device to the service centre where it will be preliminarily inspected. The device will then be forwarded to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident no later than the (B)(6) 2021.

Event description:
The customer reported that that there was a short circuit on the 230v plug itself which is in power supply. It has not been exposed to liquid. There was no reported patient involvement or injury. Hillrom has requested the csm unit to be sent in for investigation. This report was filed in our complaint handling system as complaint #(B)(4).